Event description:
It was reported that the device was spitting out metal pieces from the drill during a medical procedure. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
The complaint for spitting out metal shavings was not confirmed as the device was not available for evaluation. It is possible, based on the event description, that the failure may be associated with inadequate cleaning and sterilization process. Device was not returned to the manufacturer facility for evaluation.